Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was experiencing high impedances on both the rv and superior vena cava (svc) coils. During the revision procedure, the lead was noted to be properly seated. The lead was capped and replaced. No patient complications have been reported as a result of this event.